Manufacturer narrative:
Lenstec can confirm that all procedures in the manufacturing and packaging of the cartridges was conducted correctly. Due to the absence of the cartridges, lenstec was unable to perform a more thorough investigation of the complaint. We are therefore unable to determine a specific cause for the damage observed on the subsequent lens. Furthermore, lenstec confirms that the cartridges, its design and the manufacturing process are not at fault due to the extensive testing that we have performed on this cartridge and lens model. (B)(4).

Event description:
Lenstec received an email stating that deposits noted after lc16s cartridge used.